Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: no patient involvement. D6b: explanted date: no patient involvement. E3: occupation: clinical engineer. G4: 510k: k130520. Visual inspection of the actual device upon receipt. No anomaly such as breakage was found. It was found that the cross section of fiber on the gas channel side had been turned red. Air was swept into the gas channel of actual device. It was found that foamy liquid had been flowed out of the gas outlet side. This liquid was collected and centrifuged. It was found that no precipitate formed. Therefore, the fluid was likely to be plasma. Leak test of the actual device: the actual device (after rinsing) was installed into a circuit consisting of tubes, and the colored saline solution was circulated. As a result, no leakage was found. The actual device was disassembled, and visual inspection of its internal condition was performed. No anomaly was found in the winding state of the fiber. Electron microscopic inspection of the fiber of actual device. The surface and cross section of the fiber were confirmed. No difference was found in the state of the micropores compared to the current product. The manufacturing history record and the shipping inspection record of the actual device no anomaly was found. Past complaint file: no other similar report of the product with the involved product code/lot# was found. Manufacturing date: october 22, 2024. Cause of occurrence/conclusion based on the investigation result, it was found that plasma leakage occurred in the actual device. As a possible cause of plasma leakage in the actual device, from our past experience, following factor was inferred. However, it was not possible to clarify the cause of plasma leakage. - the blood properties changed due to some factors, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas that was maintained in the micropores of fiber surface was broken. This makes plasma leakage more likely. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during the case, a plasma leak occurred. The actual device was used as was and the operation was completed. The procedure outcome was not reported. The patient was not harmed.